Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that patient presented to the clinic where all three leads were observed to be dislodged due to twiddler's syndrome. Patient was mildly symptomatic. The rv and ra leads were explanted and replaced. Lv lead remains implanted. Patient was fine after the procedure.